Event description:
On (B)(6) 2011, hill-rom was made aware of an alleged toe injury on one of its clinitron at-home air fluidized therapy beds. The pt allegedly caught his left big toe on the bed footboard post retaining clip that is located under left corner of the bed frame. The pt allegedly sustained a laceration and fracture of his left big toe when he attempted to maneuver his motorized wheelchair past the corner of the bed frame. The pt indicated he was turning his wheelchair around to drive it around the bed, but got his sock caught on something at the corner of the bed. He then applied more throttle to free himself but resulted in him cutting and ultimately fracturing of his big toe on the retaining clip that holds the footboard post in place. A hill-rom technician found the bed operating per specification and reinstalled the retainer clip.